Manufacturer narrative:
Originally, this incident was erroneously reported as both an adverse event and a device malfunction. The pt did not sustain any type of injury or require an intervention to prevent an injury. The incident, therefore, did not meet the definition of a serious injury or adverse event. The device was returned and evaluated by the MFR. The returned lma appeared to be heavily used since it was dark yellow in color, rather than transparent. The airway tube was broken into three sections: (1) one section was 25-50 mm in length and contained the backplate; (2) the second section, which did not form a complete tube, was 25 mm in length; and, (3) the third section contained the remainder of the tube and its connector. The lma and its failure surfaces were visually evaluated. A 40 mm spiral tear was observed on the third section of the tube attached to the connector. There were also at least two scratches along the axis of the tube and a number of short tears in the tube. The physical damage was concentrated at the failure site, and was visible from the outside surface of the lma. The airway tube was also physically evaluated; it kinked when it was flexed through 180 degree. (A proper functioning airway tube should not kink when flexed through 180 degree.) The exact cause of the failure is unk. The extensive use of the device, however, was probably a contributing factor. The damage to the tube (tears and scratches) may have been caused by an endotracheal tube being passed through it or by cleaning with a sharp brush. The lma is a reusable device, and when properly handled should perform as intended for a number of uses. The device is, however, ultimately expected to fail to perform as intended and, therefore, reached its end of life. The lma labeling describes a series of performance tests that the user should conduct after sterilization, but prior to use, to ensure that the lma has not exceeded its useful life. These tests include a visual examination of the airway tube for cuts, tears and scratches. It also includes a test to verify that tube can be flexed through 180 degree without kinking. If the device fails either test, it should be discarded. This lma would have failed either of these performance tests and should have been removed from use. Unless add'l info is rec'd regarding this event, this file will be considered closed.